Event description:
It was reported that device tip detachment occurred. An imager ii diagnostic catheter was selected for use. During the procedure it was observed that the catheter tip detached. The detached tip was snared and the procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an imager diagnostic catheter. The device was inspected for any damage. It was noticed that the device showed a separated tip approximately 3cm from the tip. No other damage was noticed on the devices shaft. Inspection of the remainder of the device, apart from the observed damage on the box, revealed no other damage or irregularities.

Event description:
It was reported that device tip detachment occurred. An imager ii diagnostic catheter was selected for use. During the procedure it was observed that the catheter tip detached. The detached tip was snared and the procedure was completed with another device. No patient complications were reported.